Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion. Also, this pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Preliminary analysis was conducted and determined the code was due to an upward trend in battery resistance. It was confirmed remote monitoring was available at this time, however, it was likely radio frequency (rf) telemetry would eventually be disabled. Technical services (ts) recommended device replacement. Future device replacement was scheduled. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion. Also, this pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Preliminary analysis was conducted and determined the code was due to an upward trend in battery resistance. It was confirmed remote monitoring was available at this time, however, it was likely radio frequency (rf) telemetry would eventually be disabled. Technical services (ts) recommended device replacement. Future device replacement was scheduled. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.